Manufacturer narrative:
Samples were received decontaminated and were without its original package. A test could not be performed due to the fact that samples received for evaluation were previously used and according to instructions for use, any attempt to reprocess the device for subsequent re use may adversely affect the integrity of the device or lead to deterioration in performance. The failure mode reported was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms (B)(4).

Event description:
It was reported that the adhesive part is not holding and could be easily removed from the patients skin. No patient injury was reported.